Manufacturer narrative:
Provided patient x-rays were examined by a depuy material scientist. The provided x-rays indicate appearance of metallic debris in the patients greater trochanteric region, which was not present in pre-operative views. The debris is irregular in shape and size, not consistent with porous coating. There was no evidence of product contribution to the debris identified, and likely source of third body particles in the articulation. Examination of the provided x-rays has not conclusively identified a root cause. Based on the inability to determine a root cause, and no evidence indicating product contribution, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address third-body debris in her metal liner and ball articulation. Pt had previously been revised in 2008 due to a fractured stem, and again on or about 2008 for a fractured bone which may have occurred during the same day revision. The report for this latest revision the month prior, indicates that the debris may have resulted from the prior revision(s).

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution the investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.